Manufacturer narrative:
Corrected data: this issue is no longer reportable as the surgery was already reported.

Event description:
Additional information received stated that the patient's leads were previously explanted due to infection (related manufacturer reference numbers 3006705815-2020-02827, 3006705815-2020-02828). The initial report was filed inadvertantly and this issue is not reportable.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event and device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
Related manufacturer reference number: 1627487-2021-02070. It was reported that the patient may undergo surgical intervention at a later date to address a lead issue. The exact reason is unknown.